Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery. A 7.0 x 40, 135cm mustang balloon was advanced for dilation. During the procedure, the balloon ruptured in the middle part upon initial inflation at 10 atmospheres for 5 seconds. The device was removed without any problems, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.